Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during percutaneous coronary intervention, the device was unable to cross the lesion. Vascular access was gained via the radial artery. The 3.0x32mm, 90% stenosed, progressive target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was pre-dilated and the 3.0x32mm promus element stent was advanced but was unable to cross the lesion. The procedure was completed with another 3.0x32mm promus element. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed a shaft fracture.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination found that the hypotube had broken approximately 77.8 cm distal from the catheter's strain relief. Several kinks were identified along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The inner and outer lumens were kinked approximately 5.5cm distal to the port. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error, complaint report states that the lesion was severely calcified and severely tortuous. Heavily calcified and tortuous lesions are contraindicated in the dfu. (B)(4).